Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no system movement was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The investigation showed that the issue was caused by an activated proximity switch of the flat panel detector (fd). This switch is a mitigation measure to prevent damage in case of a collision with the fd. It could not be verified what or who activated the switch. According to our system specialists two main situations are possible: 1) there was a real collision and the proximity switch did hang for a while or 2) someone touched the flat detector and activated the proximity switch by mistake it was proven by logfile that the proximity switch was activated for 37 minutes (a corresponding message has been displayed by the system) and was again set free after this period. It was mentioned in the complaint that there was no further movement possible. According to the logfiles this was not the case. Movement would be possible in override mode (slower movement), but was not attempted. The system has been checked on site and works as specified. No parts have been exchanged. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.